Event description:
A revision of a tha was required subsequent to patient falling and causing a peri prosthetic fracture which displaced the stem. The surgeon reduced the fracture and secured the reduction with 2 dall miles cables. Removed the accolade stem and implanted a secure fit ha collared stem.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.